Manufacturer narrative:
Lot release records were reviewed and the product lot met all acceptance criteria.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported by the prestataire that four boluses were delivered by the omnipod dash controller/personal diabetes manager (pdm) without user interaction. Specifically, 1.5 units of insulin was delivered at 09:50 pm on (B)(6) 2026. The patient reportedly experienced episodes of hypoglycemia (no blood glucose levels were provided). No medical assistance was required. A replacement pdm was issued to the patient. This is one of four reports (insulet reference numbers (B)(4), (B)(4), (B)(4), (B)(4)).